Event description:
Customer reported that a secondary infusion of levoquin was connected to the proximal port of a primary set. The user confirmed it was connected, left the room and came back to find the levoquin was infusing to the floor. He had to change out the tubing and hang a new bag of levoquin. No patient harm reported. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the root cause of the customer's reported secondary disconnecting from the primary as there was no product returned for failure investigation.